Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4:device manufacture date.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec34-i10cl. In the event reported, it was stated that the biopsy inlet port rotating and there is an internal leak by the biopsy channel. The event timing is unknown, however there were no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it's was inspected, and the user narrative was not confirmed. Inspection findings are as follows: objective lens cracked; passed dry leak test; passed wet leak test; fluid invasion in right lcb distal cover glass; fluid invasion in left lcb distal cover glass; customer complaint not duplicated; image mild blurry/foggy although the user narrative was not confirmed other defects were found in the inspection process which needs to be repaired prior to returning the device to the user. The device was repaired where all defects was corrected and return to the user on delivery # (B)(4). Parts replaced: o-rings and seals; distal end assy w/tubes & cmos assy; bending rubber; adjusting collar; angle wire assy. A review of the service history indicates the device was routinely serviced at a pentax facility. No additional information was provided this complaint.

Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. There is a similar model available for sale in the united states ec38-i10l-us with a 510k number of k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.